Event description:
The customer alleged questionable results for various assays on 8 patient samples when testing was performed on the modular analytics e module. Of the data provided, 3 samples were discrepant for human sex hormone-binding globulin (shbg). The initial shbg for patient 1 was < 1 nmol/l. The repeat shbg was 45 nmol/l. The initial shbg for patient 2, a female, born (B)(6), was < 1 nmol/l. The repeat shbg was 52 nmol/l. The initial shbg for patient 3, a female, born (B)(6), was < 1 nmol/l. The repeat shbg was 47 nmol/l. Corrected reports were issued. The customer did not know if any patients were adversely affected and stated they would not follow up to obtain that information. The shbg lot number was 15937001. The field service representative determined the cause was abnormal sample aspiration due to misadjusted liquid level detection and clot detection. He cleaned the sample line, replaced the sample seal, performed an air purge, and calibrated the pressure sensor. He verified the liquid level detection and clot detection voltages were at specification. Customer quality controls met their requirements.